Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer¿s (B)(6) group ¿complains about loss of connection often¿. Customer was unable to provide any further details. There was no reported adverse impact.